Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from (B)(6) 2014 to (B)(6)2020 and confirmed that this device was previously returned for issues unrelated to the complaint or service history. The database showed no production failures were on record for the device. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.